Manufacturer narrative:
(B)(4) initial report. This initial report is being submitted now as it was erroneously submitted as a follow-up report in error. Additional information, including operative notes, patient age, activity level and medical history was requested in order to progress with the investigation of this event, however, it was confirmed that this information was not available. Therefore, there was only very limited information available for the investigation. It was confirmed that post primary and pre revision x-rays were not available and the hospital discarded of the explanted devices following the revision and thus could not be returned for examination. The appropriate device details were provided and the relevant device manufacturing records were identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the information provided, no further investigation can be conducted at this time and thus corin now consider this case closed. However, should any additional information be provided, this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Trinity revision of the head and liner after approximately 2 years and 8 months due to pain.